Event description:
It was reported, that a patient with a 21mm 3000tfx aortic valve. Underwent a valve-in-valve, procedure after an implant duration of 9 years, 8 months, due to unknown reason. The procedure was performed with a 20mm, 9750tfx transcatheter valve. The valve was implanted successfully.

Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 8 months due to degeneration. The patient presented with heart failure and sob. The procedure was performed with a 20mm 9750tfx transcatheter valve. The valve was implanted successfully.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hld, cad and atherosclerosis.